Manufacturer narrative:
H3: this reported failure does not appear to be a systemic issue. Postoperative rotator cuff tear is a known complication associated with total shoulder arthroplasty. Per complications of total shoulder arthroplasty (1), postoperative tearing of the rotator cuff was the fourth most frequent complication of total shoulder arthroplasty, with a prevalence of 1.3%. Ruptures of the subscapularis tendon accounted for a majority (53%). Factors that have been associated with postoperative tears of the subscapularis tendon include multiple operations, overstuffing of the joint, overly aggressive therapy involving external rotation during the early postoperative period, and tendon compromise by lengthening techniques. (1) bohashi, k. I., et al. Complications of total shoulder. Based upon review of the available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the rotator cuff failure and subsequent revision cannot be conclusively determined.

Manufacturer narrative:
Pending investigation. D10: (B)(6) 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, (B)(6) 300-10-15 - equinoxe replicator plate 1.5mm o/s, (B)(6) 300-20-02 - equinox square torque define screw drive kit, (B)(6) 310-01-47 - equinoxe, humeral head short, 47mm (beta), (B)(6) 314-02-23 - uhmwpe post aug glenoid medium, left, (B)(6) 315-35-00 - glnd kwire, (B)(6) 531-20-00 - shldr gps rvrs drill kit, (B)(6) 531-78-20 - shouldr gps hex pins kit, (B)(6) a10012 - gps implant kit v2.

Event description:
As reported, the patient had a previous anatomic shoulder in-situ. The rotator cuff failed, causing the humeral calcar to rub against the pegged anatomic glenoid. Approximately 3 years and 9 months post the initial left tsa, the patient was revised. Everything was removed and replaced with a reverse shoulder. The stem size was reduced from 9mm to 7mm. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.